Event description:
It was reported that the device exhibited a long charge time, leading to triggering end of service (eos) without triggering elective replacement indicator (eri). Additionally, the device reached end of service (eos) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Analysis confirmed the reported excessive charge time using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with a donor battery or an external supply. The results were consistent with the device battery causing longer charge times. Based on the destructive analysis results, no internal short occurred in the battery. There was localized lithium discharge along the edges and nearly complete severing (lithium isolation) occurred in segment 7. The partial anode severing resulted in a reduced lithium anode surface area which caused in increased battery resistance. The increased battery resistance could result in an excessive charge time during device use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.